Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the user reported that the specific endo therapy accessory was clogged. Furthermore, inspection confirmed clogging of foreign material as reported by the user. From the above, the user detected that the foreign material clogged in the biopsy channel while handling the device, and then since the subject device was sent to olympus, we considered that the material remained in the device. The cause of the foreign material clogged was possibly due to the handling described in the warning/caution of the operation manual ¿using endotherapy accessories¿. The event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): the IFU states the detection method in tjf-q180v operation manual 3.3 inspection of the endoscope. The IFU states the preventative measures in tjf-q180v reprocessing manual 5.5 manually clean the endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenoscope exhibited foreign matter at the forceps elevator. There was no patient involvement.